Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar events, it was presumed that torsion generated with torquing manipulation to cross had likely contributed to separation of the tip of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped and restricted its movement by the lesion. Further applied tensile stress generated with removal then made the coil to fracture. Consequently, the tip became detached from the rest. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire had separated during a percutaneous coronary intervention to treat a 95% stenosis in the mid left anterior descending artery (lad). The guide wire was advanced to the lesion with difficulty. In an attempt to cross the lesion, the guide wire was spun and twisted and its tip detached. The guide wire seemed to be trapped and resistance was met during removal. The physician removed the guide wire leaving the tip behind and continued with a new guide wire to intervene another lesion in the left circumflex artery (lcx). No attempt made to retrieve because of the patient age, occlusion was old and would have no effects on the patient, and lcx needed to be treated emergently. The patient was stable throughout the procedure with stable hemodynamics. After the procedure the patient was moved to high-care facility for monitor. The patient was fine with no adverse patient effect.